Event description:
The customer stated error code 1007, unable to process test, activated read failure occurred on the architect analyzer after changing the reaction vessel lot. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported that the patient experienced increased baseline spasticity, feeling shaky and itchy. It also felt "like anchor in spine is more blunt than usual". No issues were identified in the pump logs. It was also reported that the patient began having symptoms in 2009 which increased in severity by the next 2 days. On that date, the patient presented to the clinic in baclofen withdrawal. The patient was given 30 mg of baclofen and 10 mg of valium orally to help control the spasms. This also helped with the shakiness, not very helpful for the itching. Pump analysis revealed no volume discrepancies; the calculated volume was 6 ml and the actual volume was 6 ml. The logs revealed no motor stalls. An x-ray revealed no obvious breaks or disconnections in the catheter. After this dye study was performed under fluoroscopic guidance, using the side access port. Spinal fluid returned easily. Three ml of omnipaque dye was introduced. Although it appeared that the catheter was filling, there was never a flush of dye into the cerebrospinal fluid at any point along the catheter. It was concluded that the catheter was non-functional. Following the study, a priming bolus was performed to clear the dye. The patient was admitted to the hospital. The oral baclofen and valium were continues and benadryl was given for the itching. In the following day, the hcp elected to refill the pump prior to surgery since the patient had been scheduled for a refill the following week. The pump was refilled with 40 ml and programmed to continue at 739.9 mcg/day. On that day, the catheter was revised. Just distal to the anchor, there was a right angle in the catheter. A leakage of spinal fluid and a break in the catheter were noted. A section of catheter was removed then spliced together. The wound was irrigated with bacitracin and then closed. The patient was extubated and transferred to the recovery area in stable condition. The patient was discharged home in the next day with no difficulties; all symptoms of the baclofen withdrawal were resolved at the time of discharge. The patient was scheduled for a pump refill on about 3 months. The patient outcome was recovered without sequelae.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.